Manufacturer narrative:
(B)(4). The trifurcated extension set was developed for use with both volumetric and syringe pumps in response to the clinical challenge of limited IV access in critically-ill infants. It offers convenience and flexibility by allowing caregivers to administer up to three fluids. It is ideal for specialty applications including cardiac medications, multiple antibiotics, pre-and post-op medications and continuous insulin infusion. The trifurcated extension set is manufactured by codan u.s. Corporation and distributed by (B)(4). Based on a complete review of the available information it is concluded that the complaint allegation could not be substantiated. If the unit is returned for investigation or if further information is received, an additional information, follow-up report will be filed.

Event description:
Children's medical ventures (chmv) received a customer complaint allegation associated with the trifurcated extension set product. The customer stated that they "are just plain breaking." There is no allegation of patient harm. The exact product issue the customer is experiencing is unknown. The customer has been contacted for additional information and the return of the device. However, no response has been received and the device has not been returned. No additional information is available at this time.